Event description:
The problem pertains to ECG leads.

Manufacturer narrative:
(B)(4): the problem pertains to ECG leads. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.